Event description:
The customer reported that the system should not save images. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sata hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.